Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator's stand was missing a screw for the top platform. There was no patient involvement when the issue occurred. No patient or user harm reported. The technician reported that the top platform for the stand was missing a screw, and the customer inquired about a replacement. The customer was provided with the part number for a hardware kit. Investigation ongoing / resolution pending.